Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped. The md inserted the sheath into the patient's left femoral artery. While passing the iab through the sheath the md "felt a huge resistance, but could not see anything wrong on fluoroscopy." The intra-aortic balloon pump (iabp), iap-0500-I (B) (4), "worked well for more than 30 hours." After 30 hours of iabp therapy, the pump started to alarm helium loss & high base line alarm. The pumping was interrupted, but the catheter was not disconnected from the console. It was noted that "blood had time to contaminate the pneumatic system." Surgical intervention was required to remove the iab stuck in the sheath. "A long time has passed between the alarm onset and iab removal, although repeated alarm signals were given by the pump." There was no reported patient complications. Additional information received on 02/22/2010 from the qa/ra coordinator manager in italy stated that "the doctor told us that the patient outcome was fine."